Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number (B)(4). It was reported the patient lost effective coverage, patient reported having multiple falls in the last couple of months. X-ray was ordered and it was confirmed the leads had migrated. Surgical intervention will be undertaken later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 and the leads were explanted and replaced.